Event description:
Rv lead noise leading to inappropriate detection. Lead noise was recreated when patient was in office. It is believed that the lead had migrated and noise was positional. Device remains implanted but is scheduled to be evaluated/revised. Should additional information be received, this file will be updated.

Manufacturer narrative:
This lead was explanted and replaced (B)(6) 2020. Over sensing and impedance issues were noted. Upon receipt the lead was found cut 44 cm proximal to the lead tip. A proximal part was not returned. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed severe marks of wear at several positions of the lead segments. In particular 8.5 cm proximal to the lead tip a due to wear damaged insulation was noted. This damage is assumed to be the root cause for the observed oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.